Event description:
(B)(4). I had an ablation done so I would not longer bleed and I started bleeding so bad and I started having horrible lower abdominal pain. I bled every month for a year until I had a hysterectomy. My insurance paid on the device.